Manufacturer narrative:
The reported issue that the bezel post of the IV infusion devices have cracks and separation have been confirmed through the customer provided photos. However, the source devices have not been returned for this investigation. The attached zip files "img_0321, img_0329, img_0334, img_0339" contain customer provided photos of the bezel posts with cracks and separations on each of the source devices. The source devices were given to the delivery service to be returned for investigation. However, the delivery service reports that the source devices were returned back to the sender citing that the package was re-labeled because the bar code was not clear. The delivery service provided the name of the individual who signed for the returned package. Human resources confirms that the individual who signed for the returned package is not an employee of the hospital. The customer reports that the returned package cannot be located and do not have other devices to return for an investigation. The devices that were involved in this investigation were used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that the IV infusion devices bezel post have cracks and separations. There was no known patient-related events.